Event description:
During preparation for surgery they bent the probe with needle nose pliers. Cover of the bent portion peeled off, but they did not notice and they used the probe. After the procedure was completed they noticed a white area on the skin surface and determined it as a burn. The burn area was removed and sutured. The probe will not be returned for evaluation.

Manufacturer narrative:
The device will not be returned for evaluation. (B)(4).